Event description:
Update: there had been no clip jams or loading problems. Cutting with cold scissors was done between clipping site on the central side (remained to patient) and on the peripheral side (removed as specimen). After cutting the vessel, detachment of clip was observed. Involved components: pl536r - shaft compl.d:10mm l:370mm (internal aesculap ag ref. No. (B)(6)). Pl520r - challenger ti-p handle (internal aesculap ag ref. No. (B)(6)). Pl536r - shaft compl.d:10mm l:370mm (internal aesculap ag ref. No. (B)(6)). Pl520r - challenger ti-p handle (internal aesculap ag ref. No. (B)(6)).

Manufacturer narrative:
Additional information: b5 - updated description. D4 - expiration date. D10 - involved components added. H4 - manufacture date. H6 - code updated.

Manufacturer narrative:
Manufacturing site evaluation:investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product pl579t - challenger ti-p ml-ligat.clips 12 cartr. According to the complaint description, the clips were used for clipping blood vessels during laparoscopic high anterior resection surgery. Two clips were shot on the central side and one clip on the peripheral side. A bleeding occured from the central side when cutting with a scissor. Two clips were added to the root of the peripheral side and the central side was clipped and sutured with ligaclip ml. There were no problems when it was used on another blood vessel afterwards. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason: - adverse event (report not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aesculap ag reference no. (B)(4). Involved components: pl536r - shaft compl.d:10mm l:370mm (internal aesculap ag ref. No. (B)(4)). Pl520r - challenger ti-p handle (internal aesculap ag ref. No. (B)(4)).

Event description:
Involved components: pl536r - shaft compl.d:10mm l:370mm (internal aesculap ag ref. No. (B)(4)). Pl520r - challenger ti-p handle (internal aesculap ag ref. No. (B)(4)). Pl536r - shaft compl.d:10mm l:370mm (internal aesculap ag ref. No. (B)(4)). Pl520r - challenger ti-p handle (internal aesculap ag ref. No. (B)(4)).

Manufacturer narrative:
Additional information: d9 - no product return. H6 - codes updated. Investigation results: the leading material (pl579t - ligature clip) was not received for investigation. The involved components were received: two pl536r shafts and two pl520r handles. Visually, all components were in a good condition without major signs of usage noticeable. The recommended maintenance dates were not overdue. Two samples were laser marked with "ats" which indicates that they were subject to at least one repair in the past. Combination of challenger shafts and challenger handles showed during functional inspection no deviation could be detected. All clips could be applied without issues. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: the reported issue could not be confirmed. Without the leading product available for investigation, a root cause conclusion for the reported issue cannot be determined. The received challenger instruments (involved components) did not reveal any abnormalities during functional- and dimensional inspection. There is no indication for a material, manufacturing, or design-related failure. The following section of instruction for use (IFU)(ta012520 2022-06 change no. Ae0061781) shall be observed: 2.6.5 operation risk of dislocation of clips by cutting tissue too close to clip! - when cutting clipped structures, leave an area of tissue of at least the width of double the clip between the clip and cutting site. - ensure that the structure is not under tension when cutting. Caution. Malfunction of the titanium clip cassette due to use of the same cartridge for more than one cassette! - replace the cartridge with a new one with every titanium clip cassette change. Based upon the investigation results, a CAPA is not required.